Event description:
It was reported "the machine would not turn on with battery back up or external power source". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. A device history record review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. The reported issue cannot be confirmed because the sample was not returned for investigation to teleflex chelmsford. The complaint will be monitored for any developing trends. The reported complaint of, the machine would not power on, is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. The root cause of the complaint is undetermined. No further action is required at this time. If the product is returned at a later date, a full investigation of the sample will be completed. The reported complaint will be monitored for any developing trends.